Event description:
Slippage. Pt injury. On (B) (6), 2009 reporter, stated, "no pt injury occurred at the time of the event." The reporter described the event, to involve a pediatric pt scheduled for a fusion of the cervical spine. The pt was surgically prepared for surgery and intubated. Pt was pinned using 18 lbs of torque by the pediatric neurosurgeon. Twenty minutes into the surgery, after pressure was applied by the surgeon the pt's head slipped by one click. The reporter stated, "we are the largest trauma center in (B) (6) and our equipment is frequently used".

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.